Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as event was due to patient fall and was unrelated to biomet implants.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "undesirable shortening of limb." Number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions."

Event description:
It was reported a patient enrolled in a clinical study underwent an initial right total hip arthroplasty on an unknown date with competitor products. Subsequently, patient was revised on (B)(6) 2014 due to pain. The femoral stem and modular head were removed and replaced with biomet product. Patient was further revised on (B)(6) 2015 due to leg length discrepancy and recurrent dislocation after a patient fall. The proximal cone, modular head, and cup were removed and replaced.